Event description:
It was reported that during routine follow-up, the patient was experiencing phrenic nerve stimulation due to micro dislodgement of the left ventricle lead. The device was programmed in right ventricle only pacing mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.